Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being in the emergency room due to diabetes ketoacidosis while wearing the insulin pump. The blood glucose reading was in the 500s mg/dl. The caller stated that he already suspended and removed the insulin pump, but he did not receive any alarms. A follow up call was conducted and troubleshooting was performed. The customer mentioned that some of his settings were changed and he believes that is why his blood glucose was running high. The caller stated that he woke with high blood glucose and changed the infusion set, but his glucose level still was 565mg/dl. The drive support cap appears to be normal. The time, date, and basal rates were correct. Assisted the caller to run a manual prime test and the insulin did exit. Performed the high pressure test and passed. No further information was provided.